Event description:
It was reported that this was an arteriotomy closure of a calcified right common femoral artery using a prostyle device after a percutaneous coronary intervention procedure with a 6f sheath. Reportedly, the blue rail end of the suture was pulled with the trimmer in order to advance the knot. The suture broke while advancing the trimmer. Manual compression was applied to achieve hemostasis. There was no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported suture separation could not be confirmed as the suture was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Factors that may contribute to suture detachment during knot advancement may include, but are not limited to, tensioning angle not coaxial, pushing more than tensioning the rail limb, use of forceps. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.